Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The provider states the unit is alarming and shutting down with no error code on the pc board.